Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the criteria for rv lead integrity alert were met, it also indicated the impedance of the rv pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert for noise and high impedance on the right ventricular lead. The lead also had a possible fracture. A new pace/sense lead was placed and the pace/sense portion of the right ventricular lead was capped. The high volt portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.